Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although a cause of the peritonitis and the culture results were not provided, the pdrn stated it was not related to the liberty select cycler or other fresenius product(s). All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered during treatment on the liberty select cycler. During the call the patient reported they had peritonitis. Upon follow up, the pdrn stated the patient came into the clinic and was found to be constipated which was causing the drain complications. The pdrn additionally stated the patient¿s peritonitis was resolved. The cause of the patient¿s peritonitis was not reported. The patient completed an unknown course of antibiotics. The date of diagnosis was not reported.the pdrn stated the peritonitis was unrelated to the liberty select cycler or other fresenius product(s). The pdrn declined to provide further information regarding the peritonitis event. The patient is continuing pd therapy utilizing the liberty select cycler without issue. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.